Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised for suspected tibial loosening. Upon further investigations, he discovered the tibia was well fixed. He determined the patient's problem was varus malalignment of the tibial component. Then proceeded with a tibial revision. There were no broken pieces. The tibial component in question was implanted in 2019. I don not have an exact date of implantation. No surgical delay. Doi: 2019; dor: (B)(6) 2021; right knee.